Event description:
It was reported that guidewire could not be removed from the lead. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found that the guidewire was obstructed at 11.0 cm from connector pin due to an uneven inner coi which resulted in stripping of the ptfe coating inside the inner coil.